Event description:
It was reported that the customer had problems for the past 2 months. Customer had a no delivery alarm in the alarm history. Customer stated that during filling, the pump had a strange sound. Customer had an occlusion alarm when filling the tubing and the digits on the screen went up but the tubing did not drip. Customer stated that the motor sounded strange and alerted an occlusion. Customer stated that when they tried to manually push behind the reservoir, it did not move. Customer tried again and it moved forward easily and there were no more issues. Customer verified that the tubing did drip. Reservoir will be returned for analysis. Customer performed 5 units delivery via fixed prime without reservoir in pump and pump did not alert. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).